Event description:
It was reported, that the customer, entered "incorrect bolus information" in to pump. Resulting, in their blood glucose (bg) level decreasing to 30 mg/dl and unconsciousness. Customer went to the emergency room. And was subsequently, admitted to the hospital. Multiple attempts were made by tandem¿s technical support to obtain additional information. However, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.